Manufacturer narrative:
Evaluation of the returned lantern confirmed fractures on the device. If the device is manipulated against resistance during use, damage such as kinks and subsequent fractures may occur. Based on the reported event, the root cause of resistance could not be determined. Penumbra products are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right renal artery branch using a lantern delivery microcatheter (lantern), ruby coil lp, a non-penumbra angiographic catheter, and a non-penumbra microcatheter. During the procedure, while advancing the lantern through the angiographic catheter, the physician experienced resistance and kinked the midshaft of the lantern. Therefore, the physician removed the lantern and noticed the lantern had fractured at the midshaft. The physician then inserted a new microcatheter into the target location and then placed multiple ruby coil lps in the vessel and detached them using the handle. Subsequently, the physician placed another ruby coil lp in the vessel and attempted to detach it using a handle; however, the ruby coil lp failed to detach. It was also reported that the physician attempted to manually detach the ruby coil lp, but the coil would not detach. Therefore, the ruby coil lp was removed. The procedure was completed using new ruby coil lps, packing coil lps, non-penumbra coils, and the same handle. There was no report of an adverse effect to the patient.